Manufacturer narrative:
Additional information received on (B)(6) 2015 indicated a revision procedure was performed on (B)(6) 2013 due to pain and elevated metal ion levels. This is now 1 of 2 medwatch reports filed for the same event. An additional medwatch report for the other explanted cocr item will be filed due to the additional information received. See also: 3002806535-2015-00104.

Event description:
It was reported by the patient's legal representative that the patient underwent a hip replacement on (B)(6) 2014. Subsequently, the patient claims damages in connection with the use of biomet mom implant. This report is based on allegations set forth in patient's notice and the allegations there in are unverified. Additional information received on (B)(6) 2015 indicated a revision procedure was performed on (B)(6) 2013 due to pain and elevated metal ion levels.

Event description:
It was reported by the patient's legal representative that the patient underwent a hip replacement on (B)(6) 2014. Subsequently, the patient claims damages in connection with the use of biomet mom implant. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned as product is still implanted. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report is based on allegations set forth in patients notice and the allegations there in are unverified.